Manufacturer narrative:
Describe event or problem: it was reported that the product is different and does not work for them. Deroyal: the bill of materials for the product was reviewed and the only change found was to the packaging in april 2013; there have been no change to the actual device. The end user was contacted for further info, and it was found that they are using a technique where the guidewire is put through the stopcock. The guidewire did not pass through the stopcock smoothly due to the lumen being too small, and therefore caused excess bleeding to the pt. This technique is outside the indications for use. The instructions that are provided with the stopcock state that this device is to be used during cardiac catheterization procedures for intra-arterial and intravenous administration of contrast, saline or radiographic contrast media.

Event description:
It was reported that the product is different and does not work for them.